Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call indicating that the insulin pump had an air bubbles anomaly. Customer's blood glucose was unknown mg/dl. The customer's wife was advised to call when the issues happen o ris observed to troubleshoot. The customer's wife was advised to do the high pressure test when it happens to rule out leaks. The connection was lost and could not call back the customer's wife.